Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, nurse was monitoring the machine and found that a saline leak had dripped into the pump causing the screen to go black. Immediately call the spare pump, did not cause adverse consequences. Engineers later found that there were water stains inside the pump, and the clinic reflected that there were waterproof and leakage-proof design defects in the pump. Another device was inserted and there was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, nurse was monitoring the machine and found that a saline leak had dripped into the pump causing the screen to go black. Immediately call the spare pump, did not cause adverse consequences. Engineers later found that there were water stains inside the pump, and the clinic reflected that there were waterproof and leakage-proof design defects in the pump. Another device was inserted and there was no reported patient harm or consequence."